Event description:
Ivus catheter was used. The wire never entered patient's body. The wire did not pass through the ivus; guidewire would not pass through catheter. No patient harm. This is one of 3 hybrid events regarding , reference # 88901. We searched the internet and found a 'medical device advisory notice' for this item dated 10/13/2018. No known formal notification by the company has been received. According to the UDI# (B)(4) is a batch number that is included in the advisory notice.